Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via friend/family member who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that their intellis device hadn't been helping since it was put in. They stopped charging it and patient services helped them get it out of discharge mode. Pt was redirected to follow up with their healthcare provider to further address the issue.